Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to the pool and insulin pump had blank display after swimming. The customer blood glucose level was 124 mg/dl. It was also reported that contacts on the battery cap was neither missing nor damaged there was no physical damage. It was also reported that the display did not returned after insulin pump restart and also after insertion of new battery display did not returned. It was also reported that belt clip was broken and hinge also broken. The insulin pump will be returned for analysis.